Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During device evaluation, the device was disassembled and the complaint components were visually inspected for any material defect and foreign matter. No issues were noted. Functional examination revealed that the housing separated and the gauge detached from the unit on the first rotation at 26 atm's. The gauge readings did not increase during functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the gauge reading did not change. An advantage balloon catheter inflation device was selected to inflate an unspecified balloon. When pressure was added it was noted that the gauge reading did not change. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that the gauge reading did not change. An advantage balloon catheter inflation device was selected to inflate an unspecified balloon. When pressure was added it was noted that the gauge reading did not change. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.